Manufacturer narrative:
Follow up 1 was submitted with an incomplete xml file. Follow up 2. Review of the logs show several spo2 and respiratory alarms between 6:00 and 6:55pm. Their was no indication in the logs that the respiratory rate dropped below the threshold set to 15. The full disclosure and strip reports were requested but were not available. The involved device was evaluated by a draeger service technician and no malfunction was identified. The reported issue of no apnea alarm during the event could not be verified.

Event description:
It was reported the monitoring device did not alert the unit to an apnea that a patient was suffering, as commented by the nurse of the unit and parents of the patient who at that moment were visiting. The patient was suffering from cyanosis, because of the loss of oxygen. This event started because the patient was suffocating with vomiting. Additional information was provided that the baby is now ok.

Manufacturer narrative:
The investigation has begun. Once the investigation is complete, a follow up report will be submitted.

Event description:
It was reported the monitoring device did not alert the unit to an apnea that a patient was suffering, as commented by the nurse of the unit and parents of the patient who at that moment were visiting. The patient was suffering from cyanosis, because of the loss of oxygen. This event started because the patient was suffocating with vomiting. Additional information was provided that the baby is now ok.

Manufacturer narrative:
Review of the logs show several spo2 and respiratory alarms between 6:00 and 6:55 pm. Their was no indication in the logs that the respiratory rate dropped below the threshold set to 15. The full disclosure and strip reports were requested but were not "ava"

Event description:
It was reported the monitoring device did not alert the unit to an apnea that a patient was suffering, as commented by the nurse of the unit and parents of the patient who at that moment were visiting. The patient was suffering from cyanosis, because of "t"